Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03473; 0001822565-2018-03474; 0001822565-2018-03476. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and difficulty ambulating for approximately three years. Patient underwent hip arthroplasty approximately seven years ago. Attempts have been made and no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.